Manufacturer narrative:
A siemens customer care center (ccc) representative recommended that the customer perform the following actions: change the integrated multisensor technology (imt) diluent, inspect the probe and peristaltic pump tubing, bleach the sample and vent ports, align the imt module and install a new imt sensor. The customer completed these actions. The cause of the discordant falsely high sodium results is unknown, however, a siemens headquarters support center (hsc) representatitve reviewed the available information and concluded that an obstruction in the imt fluid channel is a contributing factor to the discordant falsely high sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high sodium (na) patient sample test results were obtained on a dimension vista 500 system. The initial results were reported to the physician(s). The physician(s) questioned the results. The same samples were repeated on an alternate dimension vista 500 system. Corrected reports were issued using the repeat test results. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high sodium results.